Event description:
Cause: possibly inadequate screw placement allowing the nail to migrate into the knee. Fracture repair and healing is always unique to the patient and the fracture. Guidance on best practice for sign nailing surgery is included in the sign technique manual; however no one can predict a non-union or a failure. Therefore no corrective action is indicated. No indication of product defect.